Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the device was noted to be empty and the lockout had been fired through. During the analysis, the anti-backup feature was found to be non-functional. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be worn out. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws were broken off and the device could not be pulled out via a trocar. Then, the device was removed with the trocar. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.